Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information requested, not available.

Event description:
It was reported to philips the device did not fire during resuscitation. Although patient involvement was listed as no, we are considering this to be a serious injury because it is likely treatment may have been interrupted during a life-threatening patient procedure. Additional clarification has been requested.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device did not fire during resuscitation. Another defibrillator was used to complete treatment. There was no harm or injury to the patient. We are considering this to be a serious injury because treatment was interrupted during a life-threatening patient procedure requiring the use of another defibrillator to complete treatment. A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. There were no ECG monitoring strips or patient event files available from the customer for review by philips. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.